Event description:
It was reported that during a 3-level cervical fusion, when the surgeon tried to lock one of the locking screws, the locking screw stripped making the screwdriver spin inside. The surgeon was able to lock the plate and proceed with the closing but, according to the report, one of the locking screw holes stripped as the surgeon tried to lock it by turning it 90 degrees. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.